Event description:
It was reported that a m.blue plus (part #(B)(4)) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operating in underdrainage and was difficult to adjust. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 187 centimeters (cm), weight: (B)(6) (kg), gender: male.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operates within the accepted tolerance in both positions. Adjustment test: the m.blue plus was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling the valves, significant deposits were found in both valves. Results: based on our investigation, we are unable to substantiate the clinical claim of underdrainage and non- adjustability. At the time of our investigation, the valves were operating within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Significant outside pressure, for example by too much force from the adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.